Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system batches were not crossing over. A technical support specialist (tss) obtained details of mis-ordered items and the stations where loaded and accessed the cce folder on the desktop, then the tools folder, and opened the database tool. In the piedbtool window, the tss connected to the database using the credentials from the iest interface credentials document and used "inventorydeviceview" to find the item and station, verified the inventory, and identified false pockets. The false pockets were deleted from the inventory and many items from a station were incorrect, the entire inventory was deleted, and spl messages were resent using medes: resend pocket messages (load, unload, count, etc.). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not crossing. Medications were not being stocked in a timely manner due to items not crossing over appropriately and that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not crossing. Medications were not being stocked in a timely manner due to items not crossing over appropriately and that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.